Event description:
While trying to do a symmetry cone-bean (cb) CT on a lung patient, the scan ''drops" half way through. We attempted it a couple times with the same results. Cb was changed to a partial cb and we were able to obtain the cbct. Unexpected behavior while acquiring images for position verification. Elekta was notified of the issue. Manufacturer response for linear accelerator (linac), linear accelerator (linac) (per site reporter). Unknown